Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had high blood glucose levels and a broken belt clip. Customer stated they do not recall any significant events that lead to the event or if the device was dropped. Customer's blood glucose level was 533 mg/dl at time of reporting. Nothing further reported.